Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the insertion section coating was peeled for an area more than 1 mm square. This is attributed to deterioration. Other observations for the device: air valve unit is damaged (pin missing); electrical safety check failed; light guide bundle has fiber breakings; distal end rubber coating (a-rubber) has wear and tear; connecting tube has a scratch; plug unit housing is damaged; and angulation is less than specified value. The user¿s complaint of missing pin was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a pin broken off and missing at the sealing connection during reprocessing. There is no patient involvement. Upon evaluation of the returned device, it was observed that the insertion section coating was peeled for an area more than 1 mm square. This is attributed to deterioration. This medwatch is being submitted for the reportable issue of insertion section coating peeled for an area more than 1 mm square as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the coating at the insertion section peeling off could not be determined, however, it is likely due to stress. The event can be detected by following the instructions for use which state: ¿·preparation and inspection - inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities¿. The event can be reduced/prevented by following the instructions for use which state: ¿·important information please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.